Event description:
Reporter stated, "intraoperative evaluation of tibial insert revealed slight wear of the tibial insert. It was replaced with same size of modular revision insert. Several "flakes" of poly were removed from lateral side of joint. All other components solidly fixed."